Manufacturer narrative:
This report is being resubmitted in accordance with instructions from the FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA july 27, 2007. Evaluation summary: the infusion pump was repaired on-site at the customer¿s facility. The reported condition of a failed accuracy test for overinfusion was confirmed. Inspection of the device found that the cause of overinfusion was due to a defective pump head module on channel c. The pump head module on channel c was replaced

Event description:
During service by baxter, it was noted that the infusion pump failed the accuracy test for overinfusion. There was no reported patient use, injury or medical intervention to prevent injury. No additional information is available.